Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured at the middle part of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure. It was further reported that this complaint is a duplicate of report number 2124215-2024-16901.